Manufacturer narrative:
Gtin number: unknown. The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 33 mm epic mitral valve was implanted. On (B)(6) 2016, the valve was explanted and replaced with an unknown valve due to reported failure. No further information is expected to be received. Please reference voluntary medwatch report number mw5063220.